Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative, the unit caused 9cm by 4 cm 1st-degree burn on the patient's right thigh treated by topical cream.